Manufacturer narrative:
Per the reported incident that device was able to be utilized and the collagen was deployed properly. The device is unable to be investigated because it was not returned to cardiva medical inc. Conclusion: while the device was not returned for physical investigation, arterio-venous fistula are complications which may be related to the endovascular procedure or the vascular closure procedure. Hemostasis was initially reportedly achieved with the vascade 6/7f. The av fistula required surgery to correct. The reported issues were not related to device malfunction but were the result of an endovascular procedure.

Event description:
The vascade 6/7f device was selected for closure and inserted into the 6fr sheath. The disc was deployed, the sheath was removed, and temporary hemostasis was achieved. The key was inserted into the lock/grip and the black sleeve was retracted to expose the collagen. The collagen was stripped off the device and the device was removed. Final hemostasis achieved with the device. Patient was discharged but returned with complaint of pain to an office visit and it was determined that patient had av fistula which required surgery to correct. Surgery successfully. No further complications noted.